Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 06/20/2024, it was reported by a sales representative via (B)(4) that an ar-9676 angled reamer got stuck in the ar-9597-10 sleeve. This occurred during a reverse total shoulder (B)(6) 2024 and could not be taken apart.

Manufacturer narrative:
The complaint allegation is confirmed. One unpackaged, ar-9597-10 batch 37622112, was received for investigation. The mating part, ar-9676, was received stuck inside. Visual evaluation noted abrasion marks around the shaft and on the collar sleeve. The shoulder of the ar-9676 is sitting flush against the sleeve. Functional testing was not possible due to the condition of the devices - it was not possible to measure the ID of the sleeve or od of the reamer. The most likely cause is attributed to misuse due to interference with the mating instrument.